Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2a, d2b, d4, d6(a), d6(b), g4, h4, h6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture", confirmed via MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.